Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Visual inspection has been performed on the sensor puck or sensor plug assembly, no issues were observed . Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5(normal termination) .sensor was activated with a known good device and freestyle librelink app. Accuracy test on the sensor puck was performed and all results were within specification. No other issues were observed. Sensor successfully communicated with the known good device. This issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message would appear when scanning the freestyle libre 2 sensor with mobile phone. The customer was unable to obtain scan readings, and became hypoglycemic with symptoms of cold sweats, shaking hands, and black dots in vision. The customer was treated with glucose pills and fruit by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message would appear when scanning the freestyle libre 2 sensor with mobile phone. The customer was unable to obtain scan readings, and became hypoglycemic with symptoms of cold sweats, shaking hands, and black dots in vision. The customer was treated with glucose pills and fruit by a third-party. There was no report of death or permanent injury associated with this event.